Event description:
The clinician redressed the catheter no leakage or anything out of the ordinary was identify. Two hours later the catheter was assessed by a nurse and no problems were found. Four hours passed and the catheter was found broken with the dressing still intact. The baby underwent cardiac surgery to successfully remove the catheter from the baby's heart. The baby had to be intubated as a result of the incident. His feeding was also delayed due to the event.